Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012. During night drain cycle one, the patient's ultrafiltration reading was 636ml, indicating the home patient (hp) drained 636ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. The patient's fill volume was not known prior to therapy, so it could not be determined if the initial drain alarm was programmed properly. If any additional information is received, a follow-up will be sent.